Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The kepyad rubber is torn and the "up" arrow button produces a delayed response. The issue was noticed one day prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/22/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the keypad cover was observed to be torn at the up arrow button. During testing, the up arrow, down arrow, and contrast keypad buttons were intermittently unresponsive. The keypad cover was removed, and contamination was found under all button contacts. Unrelated to the complaint, the battery compartment was observed to be cracked. Additionally, the pump was powered on and the display screen appeared dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.